Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated due to not enough battery. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was unable to be interrogated due to not enough battery. The device remains in use. No patient complications have been reported as a result of this event.